Manufacturer narrative:
Method: pt x-rays assessed by MFR. Results: assessment of x-rays revealed lead discontinuity. Conclusion: device malfunction is suspected.

Event description:
Reporter indicated, that pt presented for an office visit with an increase in seizures. Pt's pre-vns baseline seizure rate is unk to MFR at this time. Sys diagnostics and normal mode diagnostics test run during the office visit yielded high lead impedance, indicating a possible lead malfunction. MFR review of x-rays revealed a lead discontinuity near the second rib in the thoracic region. Good faith attempts to obtain further info are currently being made.